Manufacturer narrative:
(B)(4): damage to customer's device. The device MFR (nihon kohden) allowed the hosp to use sterrad to process the tubes. The tubes are approximately 5cm in width and 1m long. The tubes seemed to offer resistance to high temperatures (55-60 degrees celsius). The tubes seemed to be made of silicon, but they were very rigid, therefore, the customer suspects that the material was not silicon. Per the sterrad 100s user's guide: know what you can process. Before processing any item in the sterrad 100s sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device MFR's instructions for their products. The foldout chart in this guide, lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device MFR's instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device MFR or your asp customer service rep for more info. The hosp has reported that the same error occurred 2-3 times in the past, however, additional info has not been provided to date for these events. Note: additional FDA medwatch forms will be submitted for individual events when pt or additional info is obtained.

Event description:
A report was received from the affiliate indicating that the tubes pertaining to an electrocardiogram unit changed their shape and color (transparent to white color), after being processed in the sterrad unit.